Event description:
The customer contact reported a tubing rupture while in use with a power injector. On an unspecified date, the male adapter of an unspecified power injector tubing set was connected to the female adapter of the extension tubing set and was being used to deliver an unspecified volume of omnipaque contrast medium, at a rate of 3.2ml/sec, via a power injector. The customer contact reported that five minutes after the delivery was started, the tubing ruptured at an unspecified location on the tubing set. The customer contact reported that a new IV access site was started. No specific details were provided. The extension tubing set was replaced and the procedure was resumed. There were no reports of adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. The lot number of the device that was in use is unk. The customer contact identified a possible lot number (plots). The possible lot number is 24206ns. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.